Event description:
It was reported that the patient assistant (pa) was not storing the patient¿s episodes. The patient has seen the checkmark illuminate and the clinic said there were no recorded episodes. The pa was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).